Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty to remove the stylet appears to be related to circumstances of the procedure as it is likely that inadvertent mishandling during stylet/mandrel removal resulted in the reported difficulty to remove. The investigation was unable to determine a conclusive cause for the reported deflation problem. Additionally, the investigation determined the reported difficult to remove appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed lesion in the left main artery (lm). A 3.0x38mm xience prime stent was deployed in the left anterior descending artery without issues. Prior to using a 3.5x15mm xience prime stent delivery system (sds), there was reported difficulty removing the stylet. The sds was advanced to the lm lesion, and pressurized once to 10 atmospheres to deploy the stent. The sds was held in negative pressure for about 15 seconds, but the balloon failed to deflate. There was difficulty removing the sds as the balloon would not deflate. The sds was removed as a single unit with the guide wire and guide catheter. The stent was confirmed to be well apposed to the vessel wall. The patient was discharged without issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.